Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / migration of essure device location of device: uterus"), menorrhagia ("menorrhagia"), malignant melanoma ("tumor / teratoma / cancer type: suspected melanoma"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes, multiparous (on (B)(6) 1988, on (B)(6) 1989, on (B)(6) 1992, on (B)(6) 1993, on (B)(6) 2008, on (B)(6) 2010), multigravida, uterine bleeding and uterine fibroids. Concurrent conditions included fibrocystic breast, sleep apnea, anxiety and depression. Concomitant products included alprazolam since 2001, amlodipine mesilate (amlodipin al) since on (B)(6) 2013, clonidine, diclofenac since on (B)(6)2016, gabapentin (gabapentine) since on (B)(6) 2016, losartan, metformin since on (B)(6) 2015, metoprolol since on (B)(6) 2017, omeprazole (protonix) since on (B)(6) 2017 and paroxetine. In july 2010, the patient had essure inserted. In november 2011, the patient was found to have leiomyoma ("leiomyoma") and experienced muscle spasms ("muscle cramps"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), eczema ("type: small white with bumps itches diagnosis. Eczema"), stress urinary incontinence ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vision blurred ("vision/eye problems type: near/far sight ") and arthralgia ("joint pain"), was found to have malignant melanoma (seriousness criterion medically significant) and weight increased ("weight gain ") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation and she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, malignant melanoma, genital haemorrhage, pregnancy with contraceptive device, incontinence, back pain, vaginal haemorrhage, eczema, stress urinary incontinence, dysmenorrhoea, dyspareunia, leiomyoma, muscle spasms, vision blurred, weight increased and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, incontinence, leiomyoma, malignant melanoma, menorrhagia, muscle spasms, pregnancy with contraceptive device, stress urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram: in november 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, eczema, device expulsion, stress urinary incontinence dysmenorrhea, dyspareunia, melanoma, muscle cramps, blurred vision, weight gain were added. Pregnancy outcome updated to live birth. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device expulsion ('migration / migration of essure device location of device: uterus'), menorrhagia ('menorrhagia') and malignant melanoma ('tumor / teratoma / cancer type: suspected melanoma') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes, multiparous (B)(6) 1988, (B)(6) 1989, (B)(6) 1992, (B)(6) 1993, (B)(6) 2008, (B)(6) 2010), multigravida, uterine bleeding and uterine fibroids. Concurrent conditions included fibrocystic breast, sleep apnea, anxiety and depression. Concomitant products included alprazolam since 2001, amlodipine since (B)(6) 2013, clonidine, diclofenac sodium (diclofenac) since (B)(6) 2016, gabapentin (gabapentin) since (B)(6) 2016, losartan, metformin since (B)(6) 2015, metoprolol since (B)(6) 2017, omeprazole (protonix) since (B)(6) 2017 and paroxetine. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have leiomyoma ("leiomyoma") and experienced muscle spasms ("muscle cramps"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding"), incontinence ("incontinence"), back pain ("back pain"), vaginal hemorrhage ("abnormal bleeding (vaginal) "), eczema ("type: small white with bumps itches diagnosis. Eczema"), stress urinary incontinence ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vision blurred ("vision/eye problems type: near/far sight ") and arthralgia ("joint pain"), was found to have malignant melanoma (seriousness criterion medically significant) and weight increased ("weight gain ") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (ablation 2014, she had surgery to remove the essure and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, menorrhagia, malignant melanoma, genital hemorrhage, pregnancy with contraceptive device, incontinence, back pain, vaginal hemorrhage, eczema, stress urinary incontinence, dysmenorrhoea, dyspareunia, leiomyoma, muscle spasms, vision blurred, weight increased and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, eczema, genital hemorrhage, incontinence, leiomyoma, malignant melanoma, menorrhagia, muscle spasms, perforation, pregnancy with contraceptive device, stress urinary incontinence, vaginal hemorrhage, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device expulsion ('migration / migration of essure device location of device: uterus'), menorrhagia ('menorrhagia') and malignant melanoma ('tumor / teratoma / cancer type: suspected melanoma') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes, multiparous (((B)(6)1988, (B)(6)1989, (B)(6)1992, (B)(6)1993, (B)(6)2008, (B)(6)2010)), multigravida, uterine bleeding and uterine fibroids. Concurrent conditions included fibrocystic breast, sleep apnea, anxiety and depression. Concomitant products included alprazolam since 2001, amlodipine since (B)(6)2013, clonidine, diclofenac sodium (dicofenac) since (B)(6)2016, gabapentin (gabapentine) since (B)(6)2016, losartan, metformin since (B)(6)2015, metoprolol since (B)(6)2017, omeprazole (protonix) since (B)(6)2017 and paroxetine. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have leiomyoma ("leiomyoma") and experienced muscle spasms ("muscle cramps"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), incontinence ("incontinence"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), eczema ("type: small white with bumps itches diagnosis. Eczema"), stress urinary incontinence ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vision blurred ("vision/eye problems type: near/far sight ") and arthralgia ("joint pain"), was found to have malignant melanoma (seriousness criterion medically significant) and weight increased ("weight gain ") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (ablation 2014, she had surgery to remove the essure and essure removal). Essure was removed on (B)(6)2017. At the time of the report, the perforation, device expulsion, menorrhagia, malignant melanoma, genital haemorrhage, pregnancy with contraceptive device, incontinence, back pain, vaginal haemorrhage, eczema, stress urinary incontinence, dysmenorrhoea, dyspareunia, leiomyoma, muscle spasms, vision blurred, weight increased and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, incontinence, leiomyoma, malignant melanoma, menorrhagia, muscle spasms, perforation, pregnancy with contraceptive device, stress urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in (B)(6)2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Reporter added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration,"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), incontinence ("incontinence") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, incontinence and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, genital haemorrhage, incontinence and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.